Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) to report that on (B)(6), patient experienced an intermittent out of range signal on their dexcom receiver. No additional patient or event information is available.